Event description:
Pt received a burn under dispersive pad on the upper right forearm - size of a pea - light brown in color. Product problem - pad used with iontophoresis machine. Brand of pad unknown. It's not labeled or marked. In checking the pad, it was identified by clinical engineering to be worn and has been taken out of service. Only the brand machine is labeled as stated in section d. This equipment is functioning properly.